Manufacturer narrative:
The select 1.5 device was returned in good physical condition and met all electrical specs. In addition to the device, the following accessories were returned: leadwire, 193068-100, lot #010010326, (two used leadwires returned). Electrodes, 198622-001, lot # 006041, use by date: 2012-03, (one opened package with eight used electrodes returned) batteries, (B)(4), aa, alkaline batteries, lot # 1053099. All accessories were evaluated and met physical and electrical specs. Four of the used electrodes were dehydrated, but still met electrical specs. Per the labeling: skin irritation, inflammation, and electrode burns beneath the electrodes are potential adverse reactions.

Event description:
It was reported to empi that a pt received a 2nd degree burn as a result of using the select 1.5 device and electrodes. The pt was using the smp (program for back) mode, intensity used was 6.5 and she used both channels (4 electrodes). The electrodes were placed about 3-4 inches apart at the top of her neck in the hair line and down to the right shoulder. This treatment was the first the pt had used the tens at home, and she had experienced no previous adverse response with tens treatments in the clinic. On (B)(6) 2011, pt returned to the clinic with blisters on the back of her neck and hair line. The pt reported no discomfort or adverse feeling during the course of the tens. The pt noticed small raised red blisters at the base of her neck from under the electrodes; they were painful and itchy. The next morning the pt had significant pain and was unable to lift her right arm. On (B)(6) 2011, pt went to ER for infection and was given antibiotics. On (B)(6) 2011, pt went to her primary care physician and confirmed ER diagnosis. On (B)(6) 2011, pt went to a dermatologist who cultured the rash, no improvement with antibiotics.